Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the distal pancreatectomy and partial splenectomy transection procedure, there was an issue unloading the device. The blade retracted but handle would not open. Also, the jaws of the device locked on tissue. Reinforcement material was used in conjunction with the stapling device. The transsection was complete so the tissue was pushed to the side and device was removed. The blade retracted completely so the staple line was complete. The surgeon pushed tissue away from the stapler on both sides and was able to get the stapler removed. No harm was caused to the patient. The device is expected to be returned for evaluation.